Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right side rupture" , "axillary lymphnodes to the right with silicone infiltration.¿

Event description:
Patient reported "right side rupture" ¿cysts to the right¿- not device related ¿lobulated contours¿. "Axillary lymphnodes to the right with silicone infiltration¿. The device remains implanted.